Manufacturer narrative:
Patient weight is unknown. Additional product codes: mni, mnh, kwp, kwq. This report is for four unknown pangea screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to adjacent level disc disease. The patient was originally implanted with 4 screws, 2 rods, and 4 set screws (locking caps) on an unknown date in 2007 for an l4-l5 posterior fusion with an interbody spacer (unknown manufacturer). On (B)(6) 2016, the surgeon removed the original pangea hardware and performed an anterior fusion and extension of fusion posterior from l3-s1 with non-synthes hardware. The surgery was successfully completed with no delay; the patient outcome was reported as fine. This report is for four unknown pangea screws. This is report 1 of 3 for (B)(4).